Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer observed the broken cable at the gripping part of the small grasping retractor. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument was inspected prior to use and no visible damage was detected. Dv rectum was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There was no issues related to opening/closing of the grips nor issues related to left/right (yaw) motion of the grips. There was no issues related to up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument but we could not say how many, as the instrument is not available anymore. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.